Event description:
It was reported to philips that the battery data cable was found broken during servicing. There was no patient involvement.

Event description:
It was reported to philips that the battery data cable was found broken during servicing. The customer called and spoke with a philips representative. The customer advised that troubleshooting was already performed by the vendor and the device requires a replacement battery data cable to resolve the reported issue. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery data cable. A philips field service engineer (fse) replaced the battery data cable and the device passed all testing. The device remains at the customer site and no further evaluation is required at this time.